Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 46 mg/dl at the time of incident. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report, customer did allege insulin pump was over delivering. The customer alleged the insulin pump was over delivery because they have been fluctuating. The customer also performed displacement test and found no reservoir. The insulin pump will not be returned for analysis.